Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report a broken sensor needle. Customer broke the needle while loading it backwards into the serter. Customer's blood glucose levels were not included in the report. Replacement product is being sent.

Manufacturer narrative:
Reliability analysis is not required. No complaint.